Event description:
It was reported that a merlin.net transmission showed noise on the egm. Potential lead issue was suspected. Further testing was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.